Event description:
An outpatient cystoscopy was done on a male pt for bleeding bladder lesions. When fulguration of the tissue was taking place, the resectoscope cutting loop electrode shorted out causing a mild shock to pt and surgeon. The loop electode was replaced with another and the procedure was completed. No injuries were sustained and no treatment was necessary.